Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false repeat reactive alinity s htlv I/ii results on a cadaveric tissue donor sample. The following data was provided: sample ID 171649 initial result = 4.02; repeat = 3.08 and 3.03 s/co western blot = negative. The donated tissue was discarded due to the false reactive hiv results. The sample appearance was normal and spun according to the package insert requirements. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, review of field data, returned sample analysis, and a cross functional team (cft) review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review determined no trends for the complaint list number/lot number or complaint issue. Device history record review did not identify any potential non-conformances, non-conformances or deviations with the complaint lot. To assess the level of hemolysis, a visual inspection of the returned cadaveric samples was performed. The assessment was performed by applying the visual inspection reference guide of the american red cross biomedical services. Per american and european red cross standards, the acceptable level of hemolysis (based on visual/qualitative inspection) is less than 0.8%. The following summarizes the findings of the visual inspection of the returned samples: 171581: 2% of hemolysis; 171511: 0.9% of hemolysis; 171268: 1% of hemolysis; 171649: 0.9% of hemolysis; 172614: 1% of hemolysis. The assessment concluded all 5 samples exceed the acceptable level of hemolysis per the american and european red cross standards. Further, alinity s htlv I/ii testing and cell-dyn sapphire hemoglobin testing on the returned specimens was performed. The testing concluded all 5 samples were nonreactive and none had hemoglobin levels exceeding package insert (all 5 less than 500 mg/dl). A technical review of field data for alinity s htlv I/ii was performed. Overall, the reactive rates of reagent lot 34143be00 across core, applicable peer sites and across all us customer sites were collected and assessed. Across all us customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 34143be00 is within product requirements, within package insert representative data for cadaveric specimens and comparable to other lots analyzed in the comparison. Lot 34143be00 was not tested at peer sites. The cft reviewed and determined the adverse event was related to correct use and concluded the risk management file (rmf) is adequate and sufficiently addresses the issue under review. Labeling was reviewed and sufficiently addresses the customer¿s issue.based on the investigation the alinity s htlv I/ii reagent lot 34143be00 met performance specifications and performed as intended at the customer site as all reactive rates were within product requirements respectively package insert claims for cadaveric testing. Further, a systemic issue and/or product deficiency was not identified.